Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the grip had a scratch, the flexibility adjustment ring had a scratch, the light guide lens was cracked, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the right/left knob as well as the up/down knob had a scratch, the objective lens was cracked, the light guide lens was cracked, the universal cord had a wrinkle, the universal cord had a scratch, the scope connector cover unit had a stain, the plug unit had corrosion, switch 1 was cut, the connecting tube was wrinkled, the label on the suction connector was damaged and the wear of angle wire, bending angle in down direction did not meet the standard value. Due to adhesive peeled on the bending section cover, insulation resistance value at distal end did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in air/water cylinder and air/water channel. There was no damage to the area where the foreign material was detected, and it is unknown if the reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the field service engineer. Olympus will continue to monitor field performance for this device.